Event description:
It has been reported to philips that the table and also the system could not be operated with the control panel. The issue was found during clinical use. The issue was not resolved by a restart so the patient was examined on an alternate system. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the reported problem. According to the information collected, an application error was displayed while the system was starting up and the system's geometry could not be operated. The issue occurred before the start of the procedure and the patient was moved to a different system. A philips field service engineer inspected the system onsite and analyzed the system logfiles. The fse identified that the system's control module was defective. The control module was updated and tested, and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code and health impact grid code were corrected.